Event description:
Per a user facility medwatch it was reported that during a laparoscopic right partial salpingectomy for right tubal pregnancy while extracting the specimen, the retriever pouch broke off of the device twice. The specimen was retrieved with a kelly clamp through laparoscopic incision. There were no reported consequences to the pt.